Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and pacing impedances of greater than 2000 ohms. The patient was seen for a revision procedure. During fluoroscopy, lead body damage and a lead fracture were visualized. The lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The returned lead was severed 152 mm from the terminal pin; the proximal segment was only returned. The anode coil was stretched and extends to approximately 171 mm. The lead was observed to be bent in a few locations and also had electrocautery damage in several places. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations as the lead passed electrical testing. The explanted related damage was the only observation noted.

Event description:
Additional information was received which indicated this lead was fully extracted as the system was being replaced. The lead was returned for analysis. No additional adverse patient effects were reported.